Event description:
Patient presented to the physician with wound dehiscence at the chest incision site. Physician brought the patient into the or and, upon examination of the chest incision, the stimulation lead was found to have eroded through the skin. Physician performed a washout procedure with antibiotic solution, repositioned the stimulation lead behind the ipg, re-sutured, and closed the incision. Physician prescribed a 2-week course of antibiotics after the procedure was completed.